Manufacturer narrative:
B3. Date of event: unknown. No information has been provided. The affected device was received for evaluation. The service history review identified that the device had not been serviced in the past twelve months. A visual inspection was performed, and the pump was in good condition with no physical damage found. The customer indicated failure was detected and confirmed through functional testing. The device constantly alarms ¿air in line¿ when starting the pump and the air detector was defective. The root cause was unknown. As a result, the air detector and dso-sensor will be replaced.

Event description:
It was reported that the device exhibited an ¿air in line defect¿ alarm. There was no patient harm reported.